Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: from log analysis rlm reset itself, no issues found in usb, no indication from partition switching, restarting aic+rlm, with ic-test again, now there¿s usb communication, and data streaming is working. Device analysis: from data logs lot of contamination on optical fiber (maybe even some damage, but can¿t confirm until cleaned) causing degradation of optical signal (and likely air gap) maybe contaminates inside the receptacle. Root cause: signal issues were caused by degradation of optical placement data due to damage and contamination of optical pump connector, and noisy signal from optical bench. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported there was placement signal issues with the impella 5.5. Upon investigation, the engineer determined that the automated impella controller (aic) optical bench might not be operating within specification. Care was withdrawn, and the patient eventually expired. The death is captured in the sister records of this record.